Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d204drm implantable cardioverter defibrillator (ICD) (B)(6) 2012. (B)(4).

Event description:
It was reported that on a remote transmission it was noted that there was far field r-wave (ffrw) oversensing present during an atrial tachycardia (at)/ atrial fibrillation (af) episode. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.